Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown h.6 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. H.4. Device manufacture date: unknown h3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine insulin syringe experienced foreign matter. The following information was provided by the initial reporter: consumer reported seeing a "lubricant" on needle. Stated, he pushed on the plunger rod prior to injection, and very small drop of lubricant came onto the needle stated, he did not use the syringe stated, one syringe was affected today but he's had this issue in the past with different boxes 1 syringe affected.

Event description:
It was reported that the bd ultra-fine insulin syringe experienced foreign matter. The following information was provided by the initial reporter: consumer reported seeing a "lubricant" on needle. Stated, he pushed on the plunger rod proir to injection, and very small drop of lubricant came onto the needle, stated, he did not use the syringe, stated, one syringe was affected today but he's had this issue in the past with different boxes 1 syringe affected.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.